Manufacturer narrative:
A ge rep evaluated the system and replaced the image processor board. The system operates as intended.

Event description:
The customer reported that the system made a noise followed by a loss of live image. There is no report of pt injury or death.